Manufacturer narrative:
The reported event loss of capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-22710. It was reported that loss of capture were noted on the right atrial (ra) and right ventricular (rv) leads due to patient twiddling pacemaker in pocket. A chest x-ray was performed and was inconclusive if the leads were dislodged, as all the wires were wound up in the pocket. Both leads were explanted and replaced. There were no adverse health consequences to the patient.